Manufacturer narrative:
Review of the info associated with the recall for the electri-cord power cords confirmed that this customer was provided the "urgent medical device correction" letter for this recall on 11/09/2009 as they may have had affected power cords in their inventory at that time. Kci's quality control cleaning process includes inspection and replacement if the power cord is damaged or is an electri-cord power cord with the style plug affected by the recall: "round/solid ground spade." The quality control check for this device was completed on 02/08/2013 and did not indicate any issues with the power cord. Kci is reporting this event based on a reported malfunction may cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
On (B)(6) 2013, the following information was reported to kci by the customer: the v.a.c. Ats power cord allegedly "melted down." On (B)(6) 2013, the following info was reported to kci by the customer: the power cord had a melting smell with report of sparking but denied observing smoking, burning or fire. There were no injures reported. The power cord was not returned, therefore the extent of the cord damage could not be physically confirmed by kci. The melted power cord plug was confirmed based on a review of the photos provided by the customer. The presence of a rounded/solid grounding spade on the power cord plug appears to be the same type electric-cord power cord that was part of a kci field action initiated in november 2009. Per kci records, the power cord replacement for the ats device associated with this event was completed per recall instructions on 04/09/2010. The device passed qc checks and met specifications on 02/08/2013, the last kci performed qc check prior to the device going into customer storage.